Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call no delivery alarm, high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1300 mg/dl. Troubleshooting for no delivery was performed. Customer resolved the issue by changing out their entire infusion set and reservoir. Customer was hospitalized due to high blood glucose levels and wanted a new insulin pump. Customer's father declined to troubleshoot for high blood glucose levels. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No insulin flow blocked alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).